Event description:
It was reported that a user experienced a rapid decrease in blood glucose from a high value (279 mg/dl) to near-normal levels while using the ilet system, became concerned about an anticipated low, and self-treated preemptively with pudding, cookies, and a soft drink; the event was assessed as hyperglycemia with cause unclear followed by a rapid downward trend, and troubleshooting and education were provided with no device alerts or alarms reported. Symptoms included hyperglycemia and concern for hypoglycemia without a documented glucose value below 70 mg/dl. Outcomes included no injury, no medical intervention beyond self-treatment, and stabilization of glucose thereafter with agreement to allow the device algorithm to correct. Investigation included customer interview, review of device use and algorithm guidance, and user education on appropriate treatment to avoid overtreatment. Investigation of this case revealed no malfunction reported, likely overtreatment of a perceived impending low, and appropriate device function per algorithm goals. It was concluded that the event was related to user anticipatory treatment and not a device failure, with guidance provided to monitor and allow the ilet to correct. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.